Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test. No unexpected prime/fill anomaly noted during testing. Also, unit passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. Device had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that they received unexpected restart. A cold reset was performed alarm and customer were able to clear and rewind the insulin pump. The insulin pump will be returned for analysis.